Event description:
Add'l info rec'd from MFR 9/17/2001: the user facility reported that while using the transthoracic cardiac pacemaking feature of the hewlett-packard codemaster xl+ defibrillator/monitor (model m1722b), the pacing spikes or markers did not appear on an external bedside ECG monitor connected to the defibrillator, although they did appear on the defibrillator's integral ECG display. The clinicians could therefore not use the external monitor to verify the timing of the pacer pulse or capture. In at least one of the two pts referenced in the voluntary user report, the user facility switched to a different external defibrillator. In one case, the pt died after successful implantation of an internal pacemaker, but the nurse manager of the facility's emergency dept confirmed that the death was unrelated to the inability to visualize pacer spikes on the external bedside monitor. In the other case, the pt was successfully treated. Although the user facility's biomedical engineering dept had tested the defibrillator after the incidents and found that it was functioning properly, the facility contacted agilent to verify this conclusion. The defibrillator passed the following tests performed by both the hosp biomedical engineer and by the agilent customer engineer: - visual inspection, - calibration test, - defibrillator test (including delivered energy and impedance), - ECG tests, - auxiliary function tests, - pacer test, - safety tests, - pacer pulse test (performed by agilent ce only) and - leads test (performed by agilent ce only). Based on the findings below, the external monitor and connecting cable were not tested. Agilent confirmed that the devices performed as intended and as labeled. The user instructions clearly state that during pacing, the pt should be directly monitored using the integral codemaster monitor. Not only does this monitor indicate the location of the pace pulses, but it also displays other important status messages concerning the function of the pacer. None of these are available on an external display connected to the ECG output jack on the defibrillator. The pacer spike does not appear on the signal to the ECG output jack because as is stated in the user instructions, the defibrillator circuitry blanks the pacer spike to ensure proper detection of the r wave. As stated in response to question 1, the nurse manager of the hospital's emergency dept confirmed that the death of one pt was unrelated to the clinician's inability to visualize the pacer spikes on an external monitor. Until philips received FDA's request for further info, agilent and philips were only aware of one event. Agilent learned of the second event when the user facility requested technical assistance on 7/10/2001. Philips only learned of the firt event when it received FDA's request for further info on 8/28/2001. To philips' knowledge, the defibrillator is still in use at the user facility. This is the only known report of this type that hewlett-packard, agilent or philips has received for the approx 35,000 defibrillators with pacing capability that they have distributed. Philips dispatched a clinical specialist to provide additional training to the staff at this facility.

Event description:
ECG interconnect cable, connected to hewlett packard bedside monitor and a defibrillator/pacemaker unit. Pacer was on. The defibrillator/pacer module was showing pacer spike, but hp bedside monitor not showing capture. This occurred on one male pt and one female pt. The pacer display showed pacer spikes on both pts.